Event description:
It was reported that the patient underwent a left knee revision approximately 3 years post implantation due to tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d6b; g3; g6; h1; h2; h3; h6; h10. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: there was alleged loosening within the medical records. No harm or other issue was presented. The x-rays provided were reviewed by a health care professional. Review of these records found possible early signs of loosening with medial subsidence of the tibial component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502805401 - femur trabecular metal cr standard porous - 64592323, 42512100514 - articular surface mc left 14 - 64558065, 42540200032 - all-poly patella cemented 32 mm - 64595907 and unknown bone cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient stated that her doctor said she had tibial loosening. No revision has been planned at this time. Attempts have been made and no further information has been provided.